Event description:
It was reported that removal difficulties were encountered and stent dislodgment occurred. A synergy stent was advanced through the struts of deployed stent but failed to cross. Upon withdrawal, the physician encountered difficulties in removing the device. It was then noted that the stent was somehow stretched and was stripped off the balloon. Snaring was attempted but unable to retrieve the device. The patient was sent to surgery. No further patient complications were reported.